Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: crease/sharp opening, folds, wear abrasion on the shell and stress marks. Based on the device analysis the final assessment is: a sharp crease/fold opening on the anterior which was assessed as a fold flaw opening.

Event description:
Healthcare professional reports a right side rupture and textured implant exchange. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reports a right side rupture and textured implant exchange. Device has been explanted.